Event description:
It was reported to st. Jude medical that the device presented at interrogation with a reset message. The device was in a hardware reset with back up vvi pacing. The pt was admitted to a telemetry unit for constant monitoring and external defibrillator support as required.